Manufacturer narrative:
(B)(4). Pump passed the displacement, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to download traces and history files using thump due to moisture damage on the electronic assembly. Moisture damage was found on the force sensor during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump was not connecting with care link account. Customer was assisted with connecting but issue continues. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.